Manufacturer narrative:
H3 and h6. Codes: updated. One device was received for evaluation. The complaint was duplicated. The alarm was sounding off constantly. The cause was the board malfunction. Replaced the printed wiring assembly (pwa) board to correct the reported problem and bring pump into full functionality. The device passed all functional tests after repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed error code 45985. This occurred during testing, and there was no patient involvement.